Event description:
It was reported that the subject device had the cable unit leakage and error b30, during maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited cable unit leakage, cable unit water ingress, water ingress due to plug unit damage, water ingress due to head cover front unit damage, error b30 and coupler unit corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was not reported by the customer/end user. This report was sent in error.